Event description:
On (B)(6) 2013, the patient was seen at (B)(4) hospital for a left lower extremity angiogram with possible left artery occlusion recanalization, angioplasty, thrombolysis, and atherectomy. During the atherectomy procedure, the tip of the csi atherectomy device -diamondback- became entrapped in the calcific atherosclerotic plaque in the left distal popliteal artery and could not be retracted and the procedure was aborted. Patient was transferred to another facility for removal of the foreign body. Dates of use: (B)(6) 2013. Diagnosis/reason for use: pvd. Event abated after use stopped or dose reduced?: yes.